Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that this artificial urinary sphincter was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the cuff connecting tube was noted; therefore, the cuff was removed and replaced. No patient complications were reported.